Event description:
The customer reported that the ventilator shut down on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out.

Manufacturer narrative:
The power management (pm) board was returned for analysis. No anomaly was noted during the visual inspection. Failure analysis on the returned pm board verified the customer complaint. The root cause is failure of inductor l2.

Manufacturer narrative:
The customer contacted product support and the customer reports that the unit will not power on. The customer has the battery removed and the ac connected. When the unit is powered on the circulation fan powers on, and the screen is blank with no air coming from the patient outlet. The customer reports that the battery is a 2017 and that the battery has no voltage on it. Suspect defective power management board and defective battery. The customer requests onsite service. Per bench engineer the customers complaint was confirmed. The v60 is not powering on. The unit has system power failure. The power management (pm) board is malfunctioning. Additional problems found: one of the capacitors on the motor controller (mc) board has overload. The bench engineer replaced the motor control pcba, power management pcba, pm kit, and shipping box. All tests passed.

Event description:
The customer reported that the ventilator shut down on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out.